Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone after running four hours on battery. No pt involvement.

Manufacturer narrative:
The device has been received and investigation efforts are in progress. A supplemental report will be provided with the investigation results.